Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the customer was hospitalized on (B)(6) 2020 due to high blood glucose level of 490 mg/dl. The customer was treated with insulin drip at the hospital. Customer indicated diabetic ketoacidosis on previous report. Customer was throwing up prior to hospitalization. The insulin pump passed the self test. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump will be returned for analysis.